Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient received inappropriate shocks. The lead was explanted and replaced to resolve the issue. The device remains implanted.

Event description:
New information received indicates that the patient received no complications from the procedure.